Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products: item# unknown, lot# unknown, unknown left tmj mandible component. Item# unknown, lot# unknown, unknown right tmj mandible component. Item# unknown, lot# unknown, unknown right tmj fossa component. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00599. 0001032347-2022-00091. 0001032347-2022-00092.

Event description:
It is further reported that the patient experience a bilateral procedure and a revision is being planned due to dislocation issues.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial surgery was a bilateral mandibular ramus osteotomies via preauricular and submandibular approaches, condylectomies, coronoidectomies, application of maxillary erich arch bar in 3 fragments, 6 maxillomandibular fixation screws to mandible, and splint wire to maxillary with maxillomandibular fixation. Reconstruction of bilateral mandibular glenoid fossa and condyle. Four-piece le fort 1 osteotomy with advancement with resection of the anterior nasal spine utilizing rigid internal fixation. No complications. A pathology report indicated the following: fibrous tissue and synovium with patchy chronic inflammatory infiltrates, djd. A CT report: indicated the following: lateral subluxation of prosthetic right condylar head in relationship to the right glenoid fossa prosthesis. Medial and posterior displacement of the prosthetic left condylar head in relationship to the left glenoid fossa prosthesis. Progress record indicated the following: pain significantly reduced, mouth opening 33mm, vibration when speaking on left side, left medial dislocation, plan to reoperate records indicate the patient having pain with stretching, radiates down bilateral cheeks. Revision done with no records provided. Additional information provided does not change the root cause of the previous investigation. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
It was reported patient underwent a revision procedure approximately one year post implantation due to pain, dislocation, and subluxation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of this device, 3d systems, conducted an investigation into the reported event and provided an investigation report. An overlay of the patient planned data on the patient post-operative scan data identified that the lefort was not placed in the planned position, which most likely contributed to the rotation of the posterior aspect of the mandible toward the patient right. It was identified that the patient right and left fossa components aligned to the planned position, however, the condylar resections did not. There is a discrepancy between the planned data and post-operative scan data in regards to the amount of bone removed for positioning the mandibular components. These discrepancies were identified in the investigation by 3ds, however, it could not be determined if this was the root cause of the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00599. Concomitant medical products: unknown tmj mandible, lot # unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial tmj surgery. Subsequently, patient has complained of dislocation. Attempts have been made and no further information has been provided to date.